Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer. The fse identified the failure mode as a defective chloride electrode. The fse replaced the chloride electrode to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) patient results with negative anion gaps on their dxc 600i synchron access clinical analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide data and patient demographics.